Event description:
Boston scientific crm received information that this right ventricular lead was explanted three days post implant due to dislodgement. No adverse patient effects were reported. Dates provided by boston scientific.